Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Additional information received indicated the patient stated to have pain right after the surgery, but at the time it was diagnosed as pain from the or and the physician never checked the kidneys. The loss of kidney function was a sequela for life.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient is a middle aged woman, who had a prolapse. After the placement of the df a in (B)(6) 2018, she had an anterior colporrhaphy. Surgery went fine, no problems were seen and cystoscopy was done. The patient reports from the ward show no extreme pain scores (vas) or other problems. Patient reported pain at home but that was examined as bowel pain. Turned out the patient had hydronephrosis and lost her right kidney function completely and permanently. All diagnostics show she has a blocked ureter just after the osteon. This was not seen on the cystoscopy during the surgery. The device remains implanted.